Event description:
Complaint: it was reported while using bd safetyglide¿ insulin 3/10ml 31g 5/16" tw foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the customer: "use the individually packed unopened insulin syringe and press the plunger, and a drop of liquid will enter the needle when the plunger is pressed. In this case, the drug has not yet been drawn into the syringe, so the syringe is unused.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1257416. All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
Complaint: it was reported while using bd safetyglide¿ insulin 3/10ml 31g 5/16" tw foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the customer: "use the individually packed unopened insulin syringe and press the plunger, and a drop of liquid will enter the needle when the plunger is pressed. In this case, the drug has not yet been drawn into the syringe, so the syringe is unused.